Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported symptom "turn off" was confirmed when the device was tested connected to the ac power source. A review of the event history log revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a broken ac power adapter. The ac power adapter requires replacement to address this issue. During evaluation of the device the pump also displayed a system error 322 (link switch error (low)). The cause of the condition was determined to be the link switch spacing out of specification. The link will be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of device turned off upon device power up. There was no patient involvement. No additional information is available.